Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) device, went to the emergency room for shortness of breath and fatigue. During interrogation, 4 attempts at electrical cardioversion for slow ventricular tachycardia (vt). Returned to normal sinus rhythm. The patient was admitted to the hospital for monitoring. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.